Event description:
It was reported that the patient has developed wounds over the implantable pulse generator (ipg) site, finger, and elbow. The patient was referred to a dermatologist to perform a skin test. The patient was administered antibiotics and treated with ointments at the ipg site.